Event description:
It was reported that the user¿s insulin delivery was interrupted after an infusion set change because the fill cannula step was not performed, and insulin delivery resumed after verification of drops, reconnection, and proper fill. Symptoms included no reported adverse clinical effects. Outcomes included resolution of insulin delivery after troubleshooting and user education. Investigation included guided troubleshooting and user education on correct cartridge and teflon infusion set change steps. Investigation of this case revealed user procedural error related to incomplete priming of the infusion set following a supply change. It was concluded, based on previously established findings for similar reports, that the cause was user error in performing the infusion set change procedure.